Event description:
Affiliate reports a patient with corneal ulcer in right eye. Patient wearing acuvue on an extended wear schedule. On fifth or sixth night of extended wear patient felt discomfort. Next morning patient could not open their right eye because of pain. Patient was referred to hospital and diagnosed with corneal ulcer. Patient's visual acuity fell from 0.1 to 0.01. At last hospital visit doctor stated patient needed a corneal transplant. No additional information is available to enable further investigation at this time.